Event description:
It was reported that this pacemaker exhibited failure to capture in the right atrial (ra) lead and farfield oversensing. The patient experienced palpitations and a pocket hematoma. Continue monitoring is recommended. The device remains in service. No additional adverse patient effects were reported.